Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient is charging too frequently than they thought that they would have to. The patient charges every 2 days and says that their cervical stimulator isn't like that, they only have to charge every 3 weeks. The patient stated that this has been happening since implant. The patient stated that they do have stimulation on all the time. It was reviewed that the battery longevity is dependent on the programmed settings. The patient also stated that they are "having trouble charging the device. When they put then charging device on the implant it is very positional, and if they are laying flat it won't work. The patient has to turn to the side to say excellent or good. The patient stated that this has been happening since they fell on (B)(6). The patient said that they "fell sideways, guessing where the stimulator was." No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the trouble charging was that the charger wasn't working. The patient reported that the cord was replaced once and it worked a while then the same problem occurred and another was sent. The patient reported that the issue was resolved so far. No further complications were reported.